Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified secondary medication set would only backflow a tiny bit then flow would stop. It was discovered that the protective cap on the spike was much tighter an expected and air could not escape to allow flow. When the cap was loosened, flow was established. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.